Manufacturer narrative:
The reported event of sensing issues was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and diagnostic imaging of the lead did not find any anomalies.

Event description:
During implant, sensing issues were observed on the right ventricular (rv) lead. The issue was resolved by explanted and replacing the rv lead. The patient experienced no consequences.